Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a temperature alarm while the pump was at normal temperature. The customer's blood glucose (bg) level was in the mid 200s (mg/dl) however a specific value was not provided. The customer resumed insulin and delivered a bolus to address bg level.